Event description:
User facility reports a leak between the pt's catheter port and the bloodline connector. Leak was notice approx 15 min into treatment. The catheter was disconnected and then re-connected but leak continued. The bloodline was discarded resulting in ebl=240cc. A new line was set up and treatment completed with no further issue. No pt injury or need for medical intervention is reported.